Event description:
Received voluntary medwatch reporting independent pca bolus delivery: according to the customer contact, the pump was programmed in the pca only mode of delivery with a 1.0mg/ml concentration and a 2.0mg pca bolus dose available every 6 minutes as needed. It was reported that the nurse was at bedside and observed a pca bolus delivery without the pt pushing the pendant. There was no change in the pt's respiratory status or level of consciousness reported. The pump was immediately replaced, but the same bolus cord was attached to the replacement pump. It was reported that the same independent pca self-delivery event was observed by a second nurse. Again, there was no pt harm or change in status reported. Though requested, there was no additional info available. The user facility returned three pumps and two bolus cords for system testing and analysis. The pumps performed within spec on all testing parameters. Testing confirmed independent pca bolus self-delivery on one of the bolus cords. Therefore, this event is reported on the bolus cord with the pumps as concomittant medical products.